Manufacturer narrative:
Initial reporter: (B)(6).

Manufacturer narrative:
As reported, a 2x40mm 90cm saber percutaneous transluminal angioplasty (pta) was inserted and could not cross the lesion. The saber was advanced again and inflated, however it ruptured. Two more balloon catheters were inflated in the lesion to complete the procedure successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the distal portion of the left superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 99%. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted to the package. There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device prepped normally and maintained negative pressure. Initially an ipsilateral approach was made with an unknown sheath introducer. A 6f brite tip catheter 55 cm was delivered above the lesion. A non-cordis guidewire and a non-cordis micro catheter attempted to cross the lesion but were unable to. The guidewire was replaced with a non-cordis guidewire and crossed the lesion. The saber balloon was inserted after an intravascular ultrasound (ivus) was unable to cross the lesion. After the saber ruptured, a new saber was inserted for pre-dilatation. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not be returned for analysis as the patient had an infectious disease. A device history record (DHR) review of lot 17069013 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system failure to cross¿ and ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to cross and burst could not be determined. Based on the limited information available for review, vessel characteristics (99% stenosis) and handling factors likely contributed to the reported event. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber percutaneous transluminal angioplasty (pta) 2mm4cm 90 balloon was inserted and could not cross the lesion. The saber was advanced inflating however it ruptured. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the distal portion of the left superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was 99%. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted to the package. There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device prepped normally and maintained negative pressure. Initially an ipsilateral approach was made with an unknown sheath introducer. A 6f brite tip catheter 55 cm was delivered above the lesion. A non-cordis guidewire and a non-cordis micro catheter attempted to cross the lesion but were unable to. The guidewire was replaced with a non-cordis guidewire and crossed the lesion. The saber balloon was inserted after an intravascular ultrasound (ivus) was unable to cross the lesion. After the saber ruptured, a new saber was inserted for pre-dilatation. The product was removed intact (in one piece) from the patient. Two more balloon catheters were inflated in the lesion to complete the procedure successfully. The product was clinically used and it will not be returned for analysis as the patient had an infectious disease. Additional procedural details were requested but are unknown.